Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. There were gigabit comm status and aurora comm link errors reported by the axes controller platform (acp). The fse used the fiber bypass cable to jump the wrist cable resolved the errors. The robot boom wrist cable was then replaced to resolve the intermittent recoverable 40106 fault., the system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the system had encountered intermittent recoverable 40106 errors on the boom and had prompted the user to disable the boom/card drive. Troubleshooting first involved attempting to review system logs, but logs could not be viewed because the system had been disconnected from onsite access. There was no report of patient involvement.